Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly, weak battery and motor error alarm. Customer's blood glucose at time of incident was 187 mg/dl. Customer insulin pump had a full black screen. Customer stated that pump was exposed to heat and sunlight during sun bathing. Customer has gone to the beach several times through the summer. Customer was advised the use of other battery brands will reduced battery life. The customer reported via phone call that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 187 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was unable to troubleshoot off no power due to motor error.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error test, occlusion and excessive no delivery tests due to motor error alarm. No e52 alarm noted. No unexpected low battery alarm, weak battery or off no power alarm noted. The insulin pump was monitored for several days and no blank display anomaly, black screen or display anomaly noted. No damage found on the lcd isolation tape noted. The insulin pump passed the operating current test, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had cracked battery tube threads and minor scratched display window.